Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient's battery ran out the day before the report and the patient felt stimulation stop and was unable to recharge. The patient was getting the reposition antenna screen and repositioning the antenna did not resolve. A loss of therapeutic effect was reported, the therapy was not working as expected. The patient stated that he has a learning disability and after review of the recharger with the patient and patient's case worker the issue was resolved. If additional information is received a follow-up report will be sent.